Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The right atrial lead exhibited noise reversion. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).